Event description:
The patient's mother contacted animas on (B)(6) 2011 alleging erratic blood glucose (bg) readings ranging from 80 mg/dl to "hi" in a 3-4 day period. The patient's mother reported that the patient obtained a message of "hi" when testing his blood glucose on the evening of (B)(6) 2011 after eating chinese food. The patient's mother mentioned the patient had symptoms of thirst and denied that the patient checked for ketones. A correction bolus was delivered at the time of the "hi" and the patient's bg was in the 500 mg/dl range 2 hours later. Another correction bolus was given to patient prior to bedtime and the patient woke up with bg in usual range the following morning (reading not specified). The reporter admits the patient may have underbolused for his meal that evening. At the time of the call, the reporter did not have the subject device with her to troubleshoot. The reporter informed customer support that the patient was at school with the pump. The reporter did inform customer support that the high bg's may have been related to inadequate site changes, since the patient is not changing site every 3 days as instructed. On (B)(6) 2011, customer support was able to reach the reporter for further troubleshooting. During the follow up call, the patient's mother reported that the patient met with his physician on (B)(6) 2011 and made several changes to the pump settings. The patient's mother stated the patient's bg readings have improved significantly and declined troubleshooting pump at time of follow-up. This complaint is being reported because, the patient reportedly did not change the infusion site as frequently as instructed and allegedly suffered blood glucose readings and symptoms indicative of hyperglycemia.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation demonstrated that the pump operated within required specifications and delivered insulin accurately. The audio bolus button was missing although the patient reported this on (B)(6) 2011 after the alleged injury and is therefore unrelated to the injury. The patient allegedly did not change his infusion sites as frequently as recommended. The owner's booklet instructs the patient to change the infusion set every 2-3 days or as recommended by an hcp. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.